Event description:
It was reported that the lid was detached in system 6 aseptic housing assembly. Customer could not confirm how the event was noticed but it was confirmed that there was no patient involvement. No associated procedure, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event that the lid is detached was confirmed by the technician through a visual inspection. The technician found that the hinge was broken, which caused the lid of the housing to not be properly attached to the bottom of the housing. The broken hinge was found to be due to a chemical attack on the hinge of the housing that occurred as a result of improper sterilization practices including improper rinsing, or use of improper concentration of a basic disinfectant. Device was placed in parts retention.